Event description:
It was reported by the sales rep that during a lap cholecystectomy procedure, one el5ml was used and failed. The event had no effect on patient. Case completed with another device of the same product code. One device returning.

Manufacturer narrative:
Evaluation summary: the analysis results found that one device was received with the jaw disengaged from the cam. Functional could not be performed and the device was opened to examine the internal components. Thirteen clips were found remaining on the track. In addition, the feeder shoe had the drive tab bent over. The advancer was in good condition. No conclusion could be reached as how this damage had occurred.